Event description:
It was reported that the right ventricular lead superior vena cava (svc) coil impedance increased to over 200 ohms. The svc coil was excluded via software from the high voltage path and the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.